Event description:
It was reported that during a laparoscopic low anterior resection procedure, the hand-activation of the device didn't work. The surgeon changed five devices to finish his procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.